Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that at some time post filter deployment; date not provided, a tilted filter was identified with some filter limbs perforating the ivc wall. No attempt was made to retrieve the filter. No other pertinent medical information was provided surrounding the events. The patient status at this time is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated the inferior vena cava .the device has not been removed after three attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year six months later, the patient presented with history of deep vein thrombosis, inferior vena cava filter in place, with right side chest pain. Around, seven months later, computerized tomography angiogram abdomen and pelvis showed that the within the infra renal portion of the inferior vena cava there was a tilted filter with the apex of the filter abutting the right lateral wall of the inferior vena cava. Moreover at least 5 of the prominence of the filter was seen outside of the inferior vena cava with 2 of the legs abutting the anterior and posterior wall of the abdominal aorta. Around, eleven months later, right transfemoral venogram showed the rower portion of the inferior vena cava was patent. There was a tilted inferior vena cava filter in the lower portion of the inferior vena cava. Legs of the inferior vena cava filter overlap the central end of the venous stent. Around, six months later, the patient diagnosed with in stent restenosis plus stent compression plus questionable stenotic lesion of the inferior vena cava filter above the stent. However, there was a g2 type of filter above the stent, which was grossly tilted, almost horizontal. There appeared to be stenosis between two of the filter legs and balloon dilatation was carried out to open the stenosis, which was done without fracture of the stent, which was still in place. A completion venogram showed good flow to the stent and the filter. Around, six months later, the patient presented with chest pain, recurrent pulmonary embolism, and status post inferior vena cava filter. The patient reported shortness of breath with exertion. Around, one year later, the patient was scheduled for possible inferior vena cava filter removal the day after a computerized tomography of the abdomen and pelvis was performed. Therefore, the investigation is confirmed for tilted filter, and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for retrieval difficulties and pulmonary embolism (pe) post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition - filter tilt h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review summary: the patient with history of deep vein thrombosis and discontinuation of anticoagulation in preparation for a biopsy procedure had an inferior vena cava (ivc) filter deployed in appropriate position without complication. Approximately two years one month post filter deployment, cta of the abdomen and pelvis demonstrated an infrarenal ivc filter in a tilted position with the apex abutting the right lateral wall of the ivc and at least five limbs extending beyond the ivc with two limbs abutting the anterior and posterior wall of the abdominal aorta. Approximately three years six months post filter deployment, during a balloon dilatation procedure, the filter was noted in a tilted position above a iliocaval femoral stent. Stenosis appeared to be between two filter legs and balloon dilatation was carried out. Approximately five years one month post filter deployment, during an office visit, the patient was scheduled for possible ivc filter removal after completion of a CT scan. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years one month post filter deployment, cta demonstrated that the filter was tilted and that five limbs were extending beyond the ivc wall. Approximately three years six months post filter deployment, the filter was noted to be grossly tilted, almost in a horizontal position. Approximately five years post filter deployment, the patient was scheduled for possible ivc filter removal. Therefore, based on the medical records, the investigation can be confirmed for tilted filter, and perforation of the ivc. However, the alleged removal difficulty and pe post deployment are inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition filter tilt note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that at some time post filter deployment; date not provided, a tilted filter was identified with some filter limbs perforating the ivc wall. No attempt was made to retrieve the filter. No other pertinent medical information was provided surrounding the events. The patient status at this time is unknown. New information: it was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter was allegedly tilted and embedded in the wall of the ivc and could not be retrieved after three attempted but unsuccessful removal procedures. It was further alleged filter struts perforated the ivc wall, and the patient experienced pe post filter deployment. The current patient status is unknown.